Event description:
Discordant, falsely elevated results were obtained on patient samples tested for sodium (na) and potassium (k) on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The customer ran quality controls, which resulted out of range. The samples were repeated on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to obtaining discordant results, the customer replaced the standard a solution. After quality controls (qc) resulted out of range, the customer performed an advanced clean and replaced the integrated multisensor technology sensor, after which qc's were within range. The cause of the discordant, falsely elevated na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.